Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (unknown dose and concentration) and clonidine (unknown dose and concentration) via an implantable pump. The indication for use was not reported. It was reported the healthcare professional (hcp) needed help with a patient who had an alarm sounding from their pump. The hcp was unable to ascertain whether the alarm was critical or non-critical. The patient reported increased pain and an alarm since (B)(6) 2018. The hcp did not hear the alarm while the patient was in the hospital. A manufacturer representative was going to make contact with the hcp to see if she would like a manufacturer representative to interrogate the pump to determine the cause of the alarm. The hcp did not have access to the n'vision programmer. Surgical intervention did not occur. It was unknown if surgical intervention was planned. The hcp provided management of pain. However, it was unknown as to what this involved. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.